Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the host pc could not boot up, which indicated the issue with host pc. The supplier's part analysis has conclusively determined the cause of the host pc failure was due to faulty psu. To resolve the issue, the fse replaced the defective host pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.